Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that remodulin leaked into the device while programming. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. A visual inspection was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the port being contaminated. As a result, the printed wiring assembly (pwa) board and motor assembly were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.